Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus and basal delivery. The motor passed motor test. The insulin pump had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 449 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with insulin pen. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to x-ray. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.